Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error repeatedly. The customer's blood glucose level was 80 mg/d. The customer reported that they were able to clear the alarm but unable to rewind the insulin pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace on keypad assembly. No pump error 43 or pump error 35 noted. However, device was received with corroded electronic assemblies and corroded motor home switch.